Event description:
A peritoneal dialysis (pd) patient¿s registered nurse contacted (B)(6) customer service to report the 16-0044-0 - 4x4, island dressing, sterile 50/bx a50044. A registered nurse called because a patient is having an allergic reaction, rash, and skin irritation to island dressings and is requesting tegaderm to be added to the prescription. The technical support representative documented that there was a patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).